Event description:
Information received indicates the valve was explanted due to suspected organized thrombus and cuspal shortening. The device was replaced with no additional consequence reported for the patient.